Event description:
It was reported that shaft hole was encountered. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon could not be inflated, and a thick contrast agent was noted. After removing the device and inflating it outside the body, it was noticed that the contrast agent leaked out from around the middle of the shaft. The procedure was completed with the same 4.0x40mm device. No patient complications were reported.

Event description:
It was reported that shaft hole was encountered. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon could not be inflated, and a thick contrast agent was noted. After removing the device and inflating it outside the body, it was noticed that the contrast agent leaked out from around the middle of the shaft. The procedure was completed with the same 4.0x40mm device. No patient complications were reported. It was further reported that there was no visible pinhole noted on the outer layer of the shaft. It did not inflate due to leakage of the contrast agent though the pressure was increased to inflate.